Event description:
Hospital reported: injury type and location: medial compartment arthrosis, left knee.

Event description:
Medwatch report # (B)(4) was received from facility: (B)(6).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Reliability engineering evaluated the device, and the reported problem could not be confirmed; the unit passed operational specifications, and no metal shavings were observed. The source of the reported metal shavings could not be determined.

Manufacturer narrative:
(B)(4): placeholder.